Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient's family reported that the device was implanted due to parkinson's disease. In (B)(6) 2014 the left side lead was explanted due to left scalp skin broken. The right side lead was still in the patient, but the skin of the right lead implanted was red and swollen. The doctor infer the reason for red and swollen was infection. There was a 50% or greater symptom reduction. The lead was the component involved with the issue. The cause of the event was not determined. Additional information has been requested to find out if intervention was required to address the infection and the patient outcome. If additional information is received, a follow up report will be sent.

Event description:
The company representative (rep) over a month later that no intervention was required for the infection, redness, and swelling. The patient outcome was not reported.